Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy and urethrolysis due to sui and urge incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, organ perforation, recurrence and vaginal scarring. It was reported that patient underwent a cystourethroscopy and periurethral injection with duraspheres on (B)(6) 2003 due to mixed urinary incontinence with intrinsic sphincteric deficiency. It was reported that patient underwent a periurethral injection with duraspheres on (B)(6) 2003 due to incontinence.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.